Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2016 which included replacement of the damaged comb. The skin graft mesher,(B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The skin graft mesher, was manufactured on july 29, 2004, and is over 12 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended and the comb was significantly damaged on the right hand side. The test mesh using the customer¿s mesher was unable to be performed due to the nature of the comb. No ratchet or cutters were returned for evaluation. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was significantly deformed on the right hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had a damaged comb. No adverse events have been reported as a result of the malfunction.